Event description:
It was reported that he pt had swelling around the implant and experienced pain and shocking sensations whilst wearing the audio processor. In situ testing remained constant while the swelling disappeared, however, its cause was not known. The pt reported having access to sound with the device, but hearing some background noise, that later mostly disappeared. Info received on 09/11/2014, stated that the pt now has the same issue of swelling as before due to a seroma above the implant. Re-implantation is now being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.